Manufacturer narrative:
Insulin pump was received in with a detached end cap. Unable to verify alarms or perform the occlusion test due to the detached end cap. Cracks to the display wndow, reservoir tube lip and battery tube threads were also noted.

Event description:
It was reported by the customer's mother, that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 199mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.